Manufacturer narrative:
This report is submitted on 19 february 2020.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site and was treated with oral, topical and IV antibiotics. The patient was placed under general anaesthetic and underwent skin revision surgery to replace abutment. The implanted device remains.